Event description:
The patient experienced withdrawal symptoms and a return of spasticity. She was admitted to the hospital. The pump had been replaced in 2009, and the patient was doing fine up until a couple of days ago. The pump contained baclofen 86 mcg/ml, 55.8 mcg/day, bupivicaine 10 mg/ml, 6.498 mg/day, and morphine 20 mcg/ml, 12.996 mcg/day. Morphine had been the primary drug with the previous pump and with the current pump it was not. There was inquiry regarding dosing and primary drug. The drug dose and concentration programming were verified to be correct with the exception of the morphine as it was not the primary drug. Troubleshooting was pending. The outcome is unknown. Further information is being requested from the hcp.